Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the monopolar curved scissors (mcs) instrument no longer open and close. The procedure was completed with no patient harm reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-feb-2025: the procedure was ended and reporter stated that they had to take another pair of scissors because the original one¿s would not open anymore. Other than that, nothing special happened during the procedure. No fragments or damage occurred. It was just a pair of scissors that stopped responding to commands.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.